Event description:
Patient reports acute, severe pain in ICD pocket, lasting for approx. 30 min. Clinic unable to interrogate device; two programmers tried. Additional information that ICD implant site became hot, lasting for about 20 min.